Event description:
During a periodic review of available programming history, high impedance was observed for patient's device from a system diagnostic test. The device was then programmed "off". The neurologist believes the impedance has been fluctuating possibly due to fibrosis. It will be addressed if family decides to replace the device. No known surgical interventions have occurred to date.